Manufacturer narrative:
Aesculap, inc. (Importer) is submitting this report on behalf of bbraun surgical s.a. (Manufacturer). Exemption number e2014012. Investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that the suture continuously separates from the needle. Product was not used on a patient.

Manufacturer narrative:
There is one previous complaint of this code-batch regarding needle detachment (no samples were received and case was closed as not confirmed in lack of evidence). We manufactured and distributed in the market (B)(4) units of this code-batch. There are no units in our stock. Eight of the nine samples received have the thread broken into several pieces. These threads have been degraded by hydrolysis through time (batch manufactured in november 2016). The other open sample received has the needle detached from the thread. The analysis of the samples received has determined that the root cause of the defect is the wrong positioning of the cardboard in the aluminium pouch which causes the sealing machine to damage the aluminium when welding the side sealing as can be seen in enclosed pictures. Taking into account that the results of samples received do not fulfil the specifications of the european pharmacopoeia/b. Braun surgical specifications, we conclude that the complaint is confirmed by evidence of the samples received. Based on the conclusion derived from investigation, it is not required to make actions in distributed product. You will receive a credit note for one box of product as compensation. A CAPA has been opened to determine the root cause and actions to prevent this failure to happen again: (B)(4).